Event description:
Medtronic received information that prior to use, the customer reported the custom pack's ap40 centrifugal pump had excessive wobble during priming and appeared to be de-coupled. Another circuit was primed and the case completed with the second circuit. There was no patient involvement so no adverse effect occurred. Additional information: no leaks were noted. The pump was primed but not used. There was no visible damage to the pump. No air was seen in the system.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the impeller is loose inside the housing. The device appears to have been primed. The device was tested per specification. The device was run on a bio console from 0-3500 rpm¿s, us ing di water in the circuit, a noise level of 55 db was recorded, specification is less than 68 db. The device was run on a bio console from 0-4000 rpm¿s, using di water in the circuit. There was a "wobble" observed when the device was operated at less than 2000 rpm's. When the device was operated at speeds greater than 2000 rpm's there was no "wobble" observed. Reason for return was confirmed. Conclusion: the reason for return was confirmed. This issue may be caused by: 1. If the pump is run with insufficient fluid. Fluid in the pump is required at all times and cools the pivot bearing during use. Note, the additional information received included that no air was seen in the system. 2. Severe shock to the pump during storage or handling of the pump. There were no patient adverse effects. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.